Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1620c120ee, serial/lot #: (B)(4), ubd: 14-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a type ib endoleak from the left limb which was first observed 7 years later and then again observed 6 months later again. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the type ib endoleak occurred in the bifurcate. If information is provided in the future, a supplemental report will be issued.